Event description:
A report was received that the patient's right lead had four contacts out. Fluoroscopy confirmed that there was possible issue at splitter connection. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Sc-2317-50 sn:(B)(4) device evaluation indicated that the complaint of high impedance has been confirmed. Visual inspection found lead body was bent, kinked, damaged at the clik x anchor site, 2.5 cm from the set screw mark. The fracture location is 18 cm from the distal end. X-ray inspection confirmed 13 cables were fractured (electrodes 1, 4-11, 13-16). There are no exposed cables at the clik x site fracture. The fractured cables resulted in the reported high impedances. Sc-4318 lot:19516940 device evaluation indicated that the clik anchor passed all tests performed.

Event description:
A report was received that the patient's right lead had four contacts out. Fluoroscopy confirmed that there was possible issue at splitter connection. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post operatively.